Manufacturer narrative:
No conclusion code available. The reported complaint of premature battery depletion was confirmed. As received, the device was close to eri level. The device was cut open and high current was detected with direct measurements on the circuitry. Further analysis isolated the high current to the hybrid module. Additional testing concluded the capacitor (u1 combo ic) was the cause of high current drain.

Event description:
Post implant, the device was interrogated and premature battery depletion was noted. The device was explanted and replaced to resolve the event. The patient was stable.